Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-08638. Reference MFR report: 1627487-2012-08639. It was reported that the pt experienced skin erosion. The device eroded through the skin and was hanging outside of the pocket. The scs system was explanted. The facility discarded the devices and no product will be returned.

Manufacturer narrative:
This ipg serial number was included in field advisory. Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.